Event description:
During phacoemulsification of left eye with posterior chamber lens implantation, a kink in the phaco machine reverse flow line led to an aspiration of the capsule of the eye resulting in vitrectomy. On 6/1/94 preoperatively, the reverse line flow had occurred and back flush had been tested prior to initial entry into the eye.